Manufacturer narrative:
Based on the limited information provided, intuitive surgical has not determined the root cause of the post-surgical complication(s) experienced by the patient. The information received does not contain any allegation of a malfunction of a da vinci system, instrument, or accessory. No previous complaint was reported relating to this event. Intuitive surgical inc. (Isi) has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: a patient's attorney alleged a torn bladder injury after undergoing a da vinci surgical procedure.

Event description:
On (B)(6) 2013, intuitive surgical inc. (Isi) received information from an attorney representing a patient who underwent a da vinci si hysterectomy procedure on (B)(6) 2012, and alleged to have sustained a torn bladder. No further information is available at this time.

Manufacturer narrative:
On october 4, 2013, intuitive surgical inc. (Isi) received the operative report and medical records from the attorney representing the patient who underwent a da vinci si hysterectomy on (B)(6) 2012. The patient's pre-operative diagnosis was symptomatic uterine fibroids. According to the operative report, the patient was informed of the risks and benefits of the surgical procedure. The patient verbalized understanding and desired to proceed with the surgery. Consent was obtained. Based on the operative report, there was no indication that a malfunction of the da vinci si system, an instrument, or an accessory occurred during the surgical procedure. Towards the end of the surgical procedure and after all instruments were removed from the patient's abdomen, the surgeon performed a cystoscopy. The surgeon noted bilateral flow from both ureters via indigo carmine. The patient's incisions were then closed and the patient was taken to the recovery room in stable condition. According to the anesthesia post-op note, no complications were reported. The patient had continued pain post-operatively and was treated with dilaudid. An ultrasound showed no hemoperitoneum. The patient was discharged home with a foley catheter on post-op day 1 ((B)(6) 2012). It was noted that she was unable to void throughout her hospitalization. On (B)(6) 2012, the patient was evaluated for chronic low back pain. According to the progress note, the patient stated that during her hysterectomy procedure, her bladder was inadvertently torn and she had to be on bedrest with a catheter for several weeks. In addition, the physician noted that the patient continued to have burning pain in her suprapubic region which she attributed to either healing from her incisions or from bladder dysfunction and healing from the bladder tear. No further information was provided .